Event description:
On 28-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 300 mg/dl after running out of insulin and being disconnected from the device for approximately one hour. The user performed a supply change and resumed insulin delivery. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.